Event description:
The customer reported high bgs and they cannot get the reservoir signal off the pump. Bgs were treated with manual injection. The customer's friend informed that the customer was going into dka and would be taken to the emergency room. The friend called back and indicated that the customer was hospitalized with dka. The contact was not sure if the customer was wearing the pump. The customer was just released from the hosp earlier in the week recovering from pneumonia. Also it was mentioned that the customer was about to put the pump back on and passed out. It was stated that the customer is using disetronic products. Troubleshooting was performed. The insulin exited.